Event description:
It was reported the hcp believed the pt was experiencing an underdose, as the pt was brought into the emergency room unresponsive and very rigid. No other symptoms were noted. Per the reporter, the pt's programming print out noted the pump was programmed to 1462.1 mcg/day in a flex pattern. The pt is due for a refill in 2010. Final pt outcome was not reported.